Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 display is bad. No patient adverse events were reported,

Manufacturer narrative:
Other, other text: additional information: d4 is unknown. No product information has been provided to date. B5, d3, d5 and g5. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage to drain fitting, enclosure, and front cover. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The technician confirmed reported problem. The root cause of the reported problem was found to be faulty liquid crystal display (lcd). The technician replaced the printed circuit board (pcb)., corrected data: corrected d1, d2, d3, g1, h3, h6.

Event description:
Additional information received: issue discovered during testing. No patient involvement.